Manufacturer narrative:
D4. Lot #, d4. Expiration date, and h4. Device MFR date: additional information. H3 and h6. Codes: updated. Device evaluation: received three (3) used cadd medication cassettes. As received, there was no initial damage observed. The internal cassette bag was removed from its outer casing. Dried, crystallized solution residuals were observed. The complaint of particulate inside of the fluid path can be confirmed. The probable cause was due to dried solution residuals present after use. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a foreign object was found in the chemical bag of the cassette during use. No patient harm or adverse event was reported.